Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right ventricular (rv) pace impedance measurements, measuring greater than 2,000 ohms. The patient was brought in for a device check and everything checked out fine. There was no noise present. No adverse patient effects were reported. The patient's rv lead is a non-boston scientific product. This patient will continue to be routinely followed. This product remains in-service.